Manufacturer narrative:
Device used for treatment, not diagnosis. ¿clinical outcomes of three types of hardware for the treatment of mandibular angle fractures: a comparative retrospective study¿ (2015) elsayed, s.a., et.al. International journal of oral and maxillofacial surgery 44, 1260-1267. This report is for a unknown 2.5 mm locking miniplate/unknown quantity/unknown lot. Unknown part number, without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch.

Event description:
This report is being filed after the subsequent review of the following journal article, clinical outcomes of three types of hardware for the treatment of mandibular angle fractures: a comparative retrospective study 2015) elsayed, s.a., et.al. International journal of oral and maxillofacial surgery 44, 1260-1267. The country of origin is (B)(6). A comparative retrospective study was done at a (B)(6) medical center to compare the clinical outcomes of three different types of hardware that are used in the mandibular angle fracture fixation. Thirty patients were selected for the study. Each group was assigned ten patients. Group a used the medium-sized 2.0 mm locking miniplates (ao/asif arbeitsgemeinschaft fur osteosyntheses fragan; synthes maxillofacial, (B)(6) USA) secured with 2.0 mm locking self-tapping screws. Group a consisted of seven male and three female patients with a mean age of (B)(6). Group b used a competitor's 2.3 mm heavy non-locking plates. Group b consisted of seven male and three female patients with a mean age of (B)(6). Group c used single self-tapping titanium (2.4 mm outer-thread diameter), 28-40 mm long cortex screws (synthes maxillofacial gmbh, (B)(6) were placed using the lag screw principle. Group c consisted of eight male and two female patients with a mean age of (B)(6). The mechanism of injury for all group consisted of motor accident, assault, and fall. In group a, one patient developed an infection which required extraoral incision and drainage and oral antibiotics. One patient had an occlusion discrepancy that required elastic traction. Nine patients experienced mild pain and one patient experienced moderate pain. Two patients had a facial scar at the incision site. This is report 1 of 2 for (B)(4). This report is for an unknown 2.5 mm locking miniplate. A copy of the journal article is being submitted with this medwatch.